Event description:
It was reported by repair work order that the bed would not lower to lowest height due to the potentiometer limits not functioning properly. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.